Event description:
Nurse called to report that while taking off latex gloves on feb 28, 1998, she inhaled some of the dust/latex. She soon became warm and noticed she was "red" all over. She also start developing hives and was extremely itchy. She called the hosp and called the ems. She reported that she went into anaphylactic shock, and was treated with benadryl, epinephrine, and solu-medrol. She was given prednisone on a tapering dose schedule. She reported that she tested one week ago and the skin test demonstrated a positive latex allergy.